Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture and "physician would like to know which prosthesis we are replacing the claimed prostheses with and if the lot that the patient has would be the recall lot." Device remains implanted.

Event description:
Healthcare professional reported right side rupture and "physician would like to know which prosthesis we are replacing the claimed prostheses with and if the lot that the patient has would be the recall lot." Device remains implanted.